Event description:
It was reported a patient underwent a cesarean section on an unknown date and topical skin adhesive. The patient reports that she has a focus of infection in the incision. In the incision made a point of "pus" infection. Additional information has been requested.

Manufacturer narrative:
Product complaint #: (B)(4). Product not returned. Additional information provided: if other, describe: in the incision made a point of "pus" infection. If other, describe: cesarean. Did the patient experience a post-op device malfunction? Yes. If yes, please describe. Infection. Did the patient experience an adverse event such as infection, non-union, allergic reaction, osteoporosis, overloading, pain, degenerative diseases, bleeding or oozing? Yes. Did the patient require revision surgery or hardware removal? Unknown. If no, was there any additional medical intervention required such as x-rays, additional procedures, prescriptions? Unknown. Patient status/ outcome / consequences. Was other medical intervention (e.g. X-rays, additional procedures, prescriptions, otc, revision) required? Unknown. Is the patient part of a clinical study? Unknown. Device property of: patient. Device in possession of: none. Additional information has been requested however not received. If further details are received at a later date a supplemental medwatch will be sent. No product is available for return. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Additional information has been requested however not received. If further details are received at a later date a supplemental medwatch will be sent. The surgery took place on (B)(6) 2022. As soon as the infection started, the surgeon started using antibiotic and anti-inflammatory medication (I don't know the name of the medication). For the other questions, I have no information. I'm trying to arrange a visit to the surgeon. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.